Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist was informed that the primary sample tube, bd vacutainer, was spun for 10 minutes @ 3000revolutions per minute (rpm). Quality control (qc) data was reviewed and the level 2 result was above the acceptable range. A siemens customer service engineer (cse) was dispatched to the customer site. The event was escalated for investigation. A siemens headquarter support center (hsc) specialist reviewed the instrument data provided, and determined there was no indication of a reagent delivery or foaming issues based on result monitors. The hsc specialist concluded the cause of the discordant falsely depressed glucose (glu) result in one patient sample is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant falsely depressed glucose (glu) result was obtained on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The customer used the same sample and instrument to perform repeat testing. The sample was also tested on an alternate instrument. The repeat results were higher on both instruments, and the customer reported the result of 104 mg/dl. There are no reports of patient intervention or adverse health consequence due to the discordant falsely depressed glu result.